Event description:
The device was connected to a pt described as in cardiac arrest. The device was used to diagnose the pt ECG as asystole. Reportedly, at some time during the use, the pt ECG could not be viewed in paddles lead and the device prompted connect electrodes. The pt did not recover but the reporter stated the pt was not a viable candidate for resuscitation.